Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced two low blood glucose events. She stated she is a "brittle" diabetic and blood glucose "goes up and down all the time." The first event was on (B)(6) 2008. Patient fell out of bed, broke her shoulder, and was hospitalized due to low blood glucose. Patient was found passed out on the floor by a relative's boyfriend, and he called 911. Blood glucose at the time was unknown. She was admitted to the hospital at night, treated with a glucose IV, and released a few hours later. The second event was on (B)(6) 2009. Patient fell in the street due to low blood glucose, and her sister called 911. Blood glucose at the time was unknown. Patient was treated with a glucose IV and admitted to the hospital for 1 week to regulate blood glucose. Patient reported that she does not eat right and that is why she experiences low blood glucose. She does not have a target range. Patient did not feel well during troubleshooting call. She checked her blood glucose, and it was 117 mg/dl which was "okay." No product was requested for evaluation.